Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, lead; implant: (B)(6) 2003; 0 model: 429688, lead; implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that high and gradually rising threshold levels along with diminishing r-waves on the patients right ventricular (rv) lead resulted in the placement of an additional pace/sense lead. The pace/sense portion of the original rv lead has been capped while the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.